Event description:
A customer reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump, although the pump itself had not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, and the customer opted to use multiple daily injections as a backup therapy to ensure continuous insulin delivery until a loaner pump was obtained, given that the pump was out of warranty.